Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for evaluation after experiencing a brief vasovagal syncopal episode. The patient reported feeling lightheaded when stepping out of a car. The patient fell but awoke prior to landing on the ground. The patient recalled hitting their head when falling but denied loss of consciousness after the head injury. Also, the patient reported experiencing dizziness and weakness in the right lower extremity. Device interrogation was performed and pacemaker mediated tachycardia (pmt) was noted. Programming changes were made to prevent pmt. The patient was stable and was discharged on (B)(6) 2019.

Event description:
Additional information indicates that there was no allegation that the device contributed to the adverse event.